Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the single use electrosurgical hemostatic forceps did not provide hemostasis and the bleeding did not stop. Additional information was requested but not available at this time. There were no further reports of patient harm.

Event description:
Additional.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5 and h6.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected fields: b5, d4 - expiration date and h4.

Event description:
Additional information was received from the customer that the bleeding was categorized as mild bleeding with small amount of blood. The patient was stable all throughout the procedure. The procedure was completed with a similar device. There were no further reports of patient harm.